Manufacturer narrative:
Patient reported a stabbing sensation in right buttock that felt like a "toothpick poking from inside." The patient stated that the pain was worse as she moved her legs or torso. The patient went to her physician where images were taken that showed significant downward migration of both leads. At the time, explantation or revision was anticipated for the patient.

Event description:
Patient stimulator migrated significantly, and patient felt a stabbing pain as a result.